Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). The infusion device was returned for evaluation. The functionality of the infusion device was tested on a diagnostic test system. The test results show, that the delivery accuracy of the infusion device as well as the alert system operate as specified and the parameters for occlusion detection were still as intended. Further the cartridge detection, bluetooth connection and keys were tested successfully. It cannot be excluded that the required button presses for the 23.0 unit bolus were done by chance, e.g. While carrying infusion device in pocket.

Event description:
Reporter stated the infusion device delivered an unintended 23.0 unit bolus by itself. The customer was at school and received a blood glucose result of 52 mg/dl. He felt dizzy and ate more than 30 ke of food. He was transported to the hospital by his father and treated with a glucose drip. The alleged product was returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.